Manufacturer narrative:
Terumo has obtained the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a leak around the seam of the centrifugal pumphead. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.